Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that an axium coil broke or separated prematurely within the catheter during delivery. It was noted the coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil was the sixth to be used in the procedure. No particular resistance was noted during delivery. The coil was not repositioned and the pusher was not rotated in the patient. Continuous catheter flush was administered during the procedure. The coil was removed with the microcatheter and pushed out with the guidewire. 2 additional coils were then used without issue and the procedure was completed successfully. No patient information was reported. Ancillary devices: fubuki 6f sheathless tactics guide catheter, sl-10 microcatheter, chikai14 guidewire, traxess guidewire.

Event description:
Additional information received reported that there were no damages observed to the coil delivery pusher. There were no problems with several coils that had been placed prior, so the vessel tortuosity was not particularly concerning. The patient was undergoing treatment for an aneurysm located in the anterior communicating artery. The size was 5mm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519) with microscope, ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the axium prime coil and pushwire were returned within the outer carton; inside of a biohazard bag and a shipping box. There was no sl-10 catheter returned with the coil. However, the sl10 appeared to be compatible for use with the coil as it has a labeled inner diameter (ID) of 0.0165¿. ¿ visual inspection/damage location details: the implant coil was found to be detached from the pushwire. The implant coil appeared to be damaged and stretched with the polypropylene filament intact. The shield coil found intact but stretched. The coin was not present against the lumen stop as it was pulling back. The break indicator (manual detachment location) was found intact. However, the ai and coupler tubing (mechanical detachment location) were not intact. Bends were observed on the distal segment of the pushwire for the length of 30.0cm from the retainer ring. ¿ testing/analysis: under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.073mm @ 0.063mm; measured 0.086mm @ 0.127mm; measured 0.097mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop, and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00270¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00459¿and found to be within specification. The detached element was in good shape and the detachment ball was measured to be 0.0038" which was found to be within specifications. All other subassemblies appeared to be normal, and no other anomalies were observed. ¿ conclusion: based on the analysis performed, the customer complaint was confirmed as the pushwire was returned with the implant coil already detached from the pushwire. The returned implant coil and pushwire were damaged. It is possible that these damages occurred when the customer attempted to advance the coil through the catheter against the reported resistance. However, the cause of the resistance could not be determined. Furthermore, the ai and coupler tubing (mechanical detachment location) were not intact with the coin pulled back from the lumen stop. Pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. There was no non-conformance to specification identified that that led to the reported issue. Since the catheter was not returned; any contribution of the catheter to the reported issue could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.